Event description:
It was reported the customer had minor damage to their insulin pump. It was found the customer's button and keypad was unresponsive. The customer's blood glucose was 94 mg/dl. The customer declined to troubleshoot for their insulin pump. Customer also requested a replacement belt clip. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.